Manufacturer narrative:
Analysis was performed by a philips field service engineer (fse), who went onsite and performed a visual inspection, followed by connecting a nibp simulator to the device. When tests were run with the simulator, the device was unable to provide an accurate nibp reading, ruling out any fault with the nibp cord or cuff. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the nibp pump assembly. The fse replaced the nibp pump assembly in the x3. A full nibp calibration was completed, along with electrical safety testing. All tests passed, and the device is now operating as expected. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that the non-invasive blood pressure (nibp) cuff was cuffing but was not reading at all or was unable to take an accurate reading. The device was in use on a patient at the time of the event. There was no adverse event reported.